Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-01013. Additional information provided UDI number.

Event description:
Additional information provided product serial number and lot number.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s trial lead was pulled early due to discharging of a clear liquid from the skin entry. The physician did not believe it was infected or a cerebrospinal fluid leakage (csf) leak. The patient did not complain of any infection markers. The patient reported having headaches, but would get headaches before the trial procedure. As a result, the patient will not move forward with a permanent procedure due to not receiving adequate relief.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-01013. During further investigation of this report, it was found the patient had an additional lead. The lead will be reported as device 2. It was reported the patient¿s trial "leads" was pulled early due to discharging of a clear liquid from the skin entry. The physician did not believe it was infected or a cerebrospinal fluid leakage (csf) leak. The patient did not complain of any infection markers. The patient reported having headaches, but would get headaches before the trial procedure. As a result, the patient will not move forward with a permanent procedure due to not receiving adequate relief.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-01013.